Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email hospitalization due to high blood glucose levels. Customer was treated and released from the hospital on the same day.